Event description:
It was reported that the patient complained of chest flutter, which the patient had experienced previously. The patient was seen in clinic and the atrial lead exhibited farfield sensing. The device was reprogrammed and the patient was feeling fine, no further flutters were present. On (B)(6) 2015, the patient experienced increased heart rate upon resting. The patient was seen in clinic on (B)(6) 2015 and the atrial lead exhibited undersensing. The device was reprogrammed.

Event description:
New information indicated the lead exhibited undersensing. The device was successfully reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.